Event description:
During ptca/stent procedure while last shot was being taken of artery. Air was injected into right coronary artery. Pt cardiac arrested, shocked 5x and given meds. Returned to surgery and transferred to coronary care unit. Discharged without further complications a few days later.